Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "rupture and cyst...fragility, sadness and anguish...healing process, presenting secretion, leaving an apparent scar and different dimensions" on left side. The device remains implanted.